Manufacturer narrative:
The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that a 4×4.6 mm aneurysm was identified at the posterior communicating segment of the right internal carotid artery. The microcatheter was smoothly navigated into the aneurysm sac, and one (w5-5-2) web device was precisely delivered and deployed via the catheter. Angiographic assessment confirmed the optimal deployment position of the device, which fully occluded the aneurysm neck with significant contrast medium stasis, achieving the surgeon¿s satisfaction. Subsequent attempts at device detachment were performed multiple times, but angiographic visualization from multiple angles indicated that detachment could not be accomplished. Replacement of the detachment controller also failed to achieve complete detachment. To ensure patient safety and the smooth progression of the surgery, repeated attempts were made before the web device was ultimately retrieved. A brand-new web device was then re-delivered and successfully deployed, with uneventful detachment of the device. The web delivery wire was withdrawn, and the surgery was completed smoothly with the patient recovering well. The patient current condition is fine.

Manufacturer narrative:
Correction - the initial report stated "procedural or medical imaging was not provided." One fluoroscopic video was provided for review and the analysis of it was then ongoing. Imaging review: one fluoroscopic video is submitted. It is not labeled with time or date. Non-subtracted right ica ap oblique 11-second fluoroscopy video, poor quality, shot with a cell phone. Contrast is being injected into the right ica. There is a small right pcom aneurysm; there is a web device inside the aneurysm and it appears appropriately sized. The web is still attached to its pusher wire, and the delivery micro catheter is just proximal to the base marker of the web. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions. The web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. One fluoroscopic video was provided for review. The video shows the web device inside a small right pcom aneurysm. The web is seen still attached to the pusher wire; however, the video does not explain why the alleged detachment difficulty occurred. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
It was reported that a 4×4.6 mm aneurysm was identified at the posterior communicating segment of the right internal carotid artery. The microcatheter was smoothly navigated into the aneurysm sac, and one (w5-5-2) web device was precisely delivered and deployed via the catheter. Angiographic assessment confirmed the optimal deployment position of the device, which fully occluded the aneurysm neck with significant contrast medium stasis, achieving the surgeon¿s satisfaction. Subsequent attempts at device detachment were performed multiple times, but angiographic visualization from multiple angles indicated that detachment could not be accomplished. Replacement of the detachment controller also failed to achieve complete detachment. To ensure patient safety and the smooth progression of the surgery, repeated attempts were made before the web device was ultimately retrieved. A brand-new web device was then re-delivered and successfully deployed, with uneventful detachment of the device. The web delivery wire was withdrawn, and the surgery was completed smoothly with the patient recovering well. The patient current condition is fine.